Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the lancing device is returned, lifescan will evaluate it and, if the lancing device do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/reporter contacted lifescan alleging the lancets were not fully penetrating from a one touch ultrasoft device. The patient indicated that the alleged lancing device issue started about 3 weeks ago. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. The patient also denied receiving medical intervention from a health care provider. After the lancing device issue began, the patient developed symptoms of shakiness and jitteriness. The patient was not tested on another device. The lancing device was replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged lancing device issue started.